Event description:
It was reported that the user experienced a leaking cartridge in the ilet system, after which blood glucose rose to the 500 mg/dl; the user paused the ilet, administered a corrective subcutaneous insulin injection via pen, and later performed a full supply change before reconnecting, with glucose subsequently reported at 167 mg/dl. Customer care provided support that included user guided supply change. Investigation of this case revealed a leak associated with the cartridge reservoir, consistent with a leakage or seal issue as the medical device problem. Symptoms included malaise associated with hyperglycemia. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.